Manufacturer narrative:
The device was found to be functional within the manufacture specifications. Hematoma are known side effect of eswl.

Event description:
Confirmed hematoma post eswl treatment.